Event description:
A nurse reported while doing the laser portion of a procedure, a system message was displayed indicating the unit needed to be restarted. After rebooting the system, the procedure was completed with no further incidents. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and was able to duplicate the reported system message. The core module was replaced and sent in for in-house evaluation. The system was then tested and met all product specifications. The core module has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).